Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on an unknown date with unknown blood glucose level. Customer currently was in emergency room because of diabetes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report.

Event description:
It was reported that customer was hospitalized due to high blood glucose level on (B)(6) 2020 with blood glucose was over 600 mg/dl. The customer was ill, weak and not very responsive. The customer had thought they had corona virus was given antibiotics and steroids which raised blood glucose.